Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the first night using the cycler there was a fluid leak. Treatment was cancelled and the patient went to the clinic to complete treatment the next day. The patient advised the peritoneal dialysis registered nurse (pdrn) was aware of this issue. The patient set up the cycler the following night twice and both times the cycler prompted with m30 balloon valve leak warnings. The patient advised when the cassette door was opened to remove the cassette. There was fluid inside the door. The cycler was replaced due to this reoccurring issue. The patient was not able to complete a full treatment using the cycler. The fluid was discovered during step 5 of setup. The patient was not connected during incident. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from back of the cassette. There were no alarms or warnings prior to leak the cycler cycler m30 alarms occurred after the fluid leak. The film on the back of the cassette was not loose. The cycler was replaced. The patient was advised to contact the pdrn to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would perform manuals. Upon follow up it was determined that the patient was able to complete treatment using manuals on the night of the reported event. No harm or adverse events were experienced and no medical intervention was required. The complaint sample is available to be returned for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported the first night using the cycler there was a fluid leak. Treatment was cancelled and the patient went to the clinic to complete treatment the next day. The patient advised the peritoneal dialysis registered nurse (pdrn) was aware of this issue. The patient set up the cycler the following night twice and both times the cycler prompted with m30 balloon valve leak warnings. The patient advised when the cassette door was opened to remove the cassette. There was fluid inside the door. The cycler was replaced due to this reoccurring issue. The patient was not able to complete a full treatment using the cycler. The fluid was discovered during step 5 of setup. The patient was not connected during incident. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from back of the cassette. There were no alarms or warnings prior to leak the cycler m30 alarms occurred after the fluid leak. The film on the back of the cassette was not loose. The cycler was replaced. The patient was advised to contact the pdrn to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would perform manuals. Upon follow up it was determined that the patient was able to complete treatment using manuals on the night of the reported event. No harm or adverse events were experienced and no medical intervention was required. The complaint sample is available to be returned for physical evaluation.